Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, patient underwent "surgical treatment" for "ectopic pregnancy", and the skin was sutured by an absorbable suture. Post operatively, the abdominal incision was found to be split and exuded, causing the patient to be hospitalized again. Preventing infection, abdominal wound care and other symptomatic treatment were required. Patient is currently alive.